Event description:
The patient reported that about 3-4 weeks ago, his power pack for his insulin infusion device depleted without warning. The patient did not experience any blood glucose issues with this event. The patient was able to switch out his power pack with a new one and the device worked properly. No medical attention was necessary. No product is being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.